Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an infusion set was bent in two different places, one area a 90 degree angle, and that they received a very high blood sugar for some hours with no occlusion alarm. There was no patient harm or injury reported.